Event description:
Pt had surgery 10/5/98 under general anesthesia. On 10/5/98 pt coughed up a foreign body. There was no harm to pt. Staff anesthetist identified foreign body as the end of a eschmann's style portex intubating guide, used during intubation in the operating room.